Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: a 79-year-old male with an acute myocardial infarction complicated by cardiogenic shock (scai stage d) underwent placement of an impella cp (sn (B)(6)) via the right femoral artery on (B)(6) 2026 at 7:20 pm for hemodynamic support. The patient remained on support at the time of reporting. During morning rounds, staff observed that the patient's urine was dark amber. Based on the information available, the presence of hematuria and suspected hemolysis was assessed by the treating physician as most likely related to traumatic foley catheter insertion rather than impella device dysfunction. Imaging confirmed correct pump positioning, and no evidence of device related malfunction has been reported. The patient remains on impella support, and additional information¿including pump evaluation results, clinical course, and patient outcome¿will be reviewed as it becomes available. Further assessment will be performed upon receipt of the returned device and data download.

Manufacturer narrative:
Investigation summary ppae (hematuria) : the cause of the injury was not determined due to insufficient clinical details.